Event description:
"Pt was connected to ventilator at hospital. Humidification was being delivered via a fisher-paykel 850 humififer with auto feed via 1000cc hanging sterile water bag. Apparrently, the high pressure alarm was activated, as well as the pulse oximeter alarm. The pt did go into cardiac arrest and was resuscitated via CPR. The pt seems not to have suffered any long term effects". Upon follow up by pulmonetic systems, the complainiant reported "it appears that the problem is human error".